Event description:
A sealed box was opened in preparation for insertion. The insertion kit was opened and noted to have guidewire coils present but no guidewires were found in the coils. Another insertion kit subsequently was opened and the catheter was inserted successfully. Nothing was returned to datascope for evaluation. (Event complications: none from the event - reported 8/22/97.) (Pt's current status: unk - rpt'd 8/22/97).